Event description:
User experienced low control recovery and patient results for sodium on both cobas 6000 c501 analyzers at customer site. Seven patient examples were provided. One patient result was discrepant for this c501 analyzer s/n (B)(4). Sample type is plasma, drawn in green top sample tubes and spun at 1300 rpm for 10 minutes. Initial sodium result gave 129; repeated on other c501 analyzer at customer site gave 129 mmol per l. Sample was sent out to another facility and tested on a different analyzer - syncron cx9lax, giving 135 mmol per l. Initial sodium result of 129 mmol per l was erroneously reported. No adverse event was reported. The field service representative reported the customer resolved the issue by replacing the ise reference solution with a different lot number of reference solution. Customer ran calibration and controls in triplicate which were within specification.

Manufacturer narrative:
Reference medwatch report with (B)(4) for MDR on the second analyzer involved in this event.